Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusions. Device evaluation of the unit cannot be performed as the customer is not returning the device. There are no pictures provided for evaluation. A review of the DHR for maj-2455 lot# 370019179 was performed and found no failures or abnormalities in the manufacturing process. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. The user facility discarded the device. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that during two ercp (endoscopic retrograde cholangiopancreatography) procedure, a high level of fluid leakage occurred from the top, and side of the clever lock device. The device was replaced with another similar device and the intended procedure was completed. There was no patient harm, or impact reported due to the event. No user injury reported. This report is related to the record for patient identifier: (B)(6).